Event description:
It was reported that patients ipg had migrated. The patent underwent an explant procedure. The explanted device was discarded by the facility.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.